Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced an infection at the lead site. Due to this, the patient has been hospitalized. Patient is currently being treated with IV antibiotics. Infection has not yet resolved.

Event description:
Additional information revealed that the infection is healing.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.